Event description:
Customer reported device is not reading correctly. Device = 50 & then 98 mg/dl. Then, device = 40 mg/dl and they went to the emergency room (ER). ER = 92 mg/dl 20 minutes later. Customer was given something to eat. Three hours later, device = 70 mg/dl. Customer ate 2 spoons of peanut butter. 45 minutes later, device = 30 mg/dl and customer drank a glass of crystal light with a cup of sugar. 30 minutes later, device = 47 mg/dl. Rx (pharmacy) gave customer glucose tablets. No controls were used. A request was made for return product and replacement product was sent.